Manufacturer narrative:
Device received with minor scratched display window. Device received with cracked reservoir tube lip. Device received missing endcap sticker. Device received with loose/protruded drive support disk. (B)(4).

Event description:
Customer reported via phone call that the drive support cap was sticking out. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.